Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received that patient had an ipg replacement and effective therapy was restored post operatively .

Manufacturer narrative:
7 date of event is estimated date. The results / method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient lost stimulation around (B)(6) of 2018. Patient failed to charge the device for almost 9 months. Company representatives interrogated the system and were unable to communicate with external devices. To address this issue patient may be awaiting surgical intervention at a later date.